Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 7.3 mmol/l on the reported meter and the readings of 5.3 mmol/l and 5.7 mmol/l on the other meter. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/25/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/28/2013 and 11/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.